Event description:
It was reported that when the surgeon put the instrument into the device, the seal was breaking loose. Surgeon immediately removed the device and placed a new one. There was no reported patient consequence.